Manufacturer narrative:
The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. The manufacturing location for this product is yukon. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported by the customer that during use of the smartsite¿ vented vial access device the cyto access vial broke in two once the entire vial had been collected. The following information was provided by the initial reporter: when collecting a vial of darzalex 1800 mg, the cyto access vial broke in two once the entire vial had been collected.

Event description:
It was reported by the customer that during use of the smartsite¿ vented vial access device the cyto access vial broke in two once the entire vial had been collected. The following information was provided by the initial reporter: when collecting a vial of darzalex 1800 mg, the cyto access vial broke in two once the entire vial had been collected.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes. D.10. Returned to manufacturer on: 22-aug-2022. Investigation summary: one (B)(6) sample from lot 212047 was received for investigation without packaging. The device was received with a vial attached containing medication. A visual inspection confirmed the customer's experience as the smartsite was observed to have been snapped away from the vial access device (vad), with the tip of the male luer of the smartsite still bonded to the vad. The details of this feedback were shared with the legal manufacturer of the product, yukon medical llc, for investigation. A definitive root cause for the customer's experience could not be determined, however previous investigations have confirmed that similar damage can occur as a result of a lateral force being applied to the component. A review of the production records from lot 212047 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the (B)(6) set over the past 12 months.